Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. Pump received with cracked battery tube threads, minor scratched display window.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer was assisted with trouble shooting but the device did not pass the self test. The customer did not mention any form of treatment for their blood glucose levels.